Manufacturer narrative:
Product analysis: the product specimen was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during an attempted complicated repair of the patient's native mitral valve, the physician implanted this annuloplasty band. After the device was sutured into place, the physician determined that the repair did not look appropriate due to failure of the patient's native tissue. The physician explanted the device and successfully implanted a bioprosthetic valve during the same procedure. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.